Event description:
Same as MFR # 6000093-2004-01284. During a coronary drug eluting stenting treatment procedure, the first stent would not inflate and the second stent dislodged from the delivery balloon. The lesion being treated was heavily calcified, 80% stenotic lesion in a tortuous ostial right coronary artery (rca). The physician introduced a taxus express 2 8.8% 3.0 x 20 mm stent to the lesion. It is noted the lesion was not re-dilated. As the physician attempted to inflate the delivery balloon, the physician noticed contrast was leaking out of the balloon. Consequently, the balloon was never inflated nor was the stent deployed. The balloon and stent was removed intact. The physician then went in with another taxus express 2 8.8% 3.0 x 20 mm stent. As the physician positions the stent over the lesion, the stent caught on to the calcium and dislodged from the delivery balloon. The physician then used a nc balloon to capture and successfully deploy the taxus stent over the lesion. No injury or complication was reported. Patient status is reported to be "good."